Event description:
The reporter claimed that the animas pump will not power on. Reportedly, the batteries have been replaced but the issue was not resolved. The patient did not have the pump when she contacted animas for troubleshooting. The patient is currently on the backup plan and will call back for further troubleshooting. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.